Event description:
It was reported that removal difficulty occurred. A flexima was selected for use. The procedure was completed with this device. It was noted that during removal, the physician had a hard time withdrawing the device, but they were able to remove it. No intervention was required. There were no complications reported and the patient was good post procedure.